Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that an interrogation of the device showed an atrial lead impedance of >1990 ohms. At the time of revision, the atrial lead was tested and normal function was observed. The lead was reconnected to the pacer and again there was no atrial pacing. Subsequently, the pacer was replaced.~~~~~~